Event description:
During a stone removal procedure, the doctor was unable to close the basket around the stone. Patient had prior eswl procedure performed with stent placement. When doctor went in to remove stent, a piece of calcification broke off. Doctor went through cystoscope with stone basket and found there were fragments still within the ureter. After opening the basket and capturing some of the fragments, the basket would not close. When manipulating the basket handle, the basket would not move-it doubled upon itself and twisted twice and then would not close. Doctor cut basket and sent patient to their associate to have basket removed by using a flexible ureteroscope. Doctor did not have to open patient. There were no further complications reported.